Event description:
The green safety clamp included in the emergency kit for lumbar drain was utilized to clamp a disconnected patient drain. The clamp cut through the lumbar drain tubing. Clamp cut lumbar drain catheter creating a break in a sterile system and shortened the catheter length, unplanned leaking of cerebral spinal fluid.